Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field over sensing on the atrial channel. The oversensing caused false atrial tachy response episodes. Subsequently, the health care professional (hcp) requested programming recommendations. It was noted that the most recent transmission indicated a p wave amplitude of 1.4 mv; however, this value typically measures approximately 2.0 mv. This ICD remains in service. No adverse patient effects were reported.